Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents for tip detachment. The investigation was unable to determine a conclusive cause for the reported tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat an extremely calcified lesion in the moderately tortuous left proximal superficial femoral artery (sfa), a 6.5 x 40 supera stent delivery system (sds) was advanced and positioned, however, during deployment the proximal end of the stent struts caught the sds tip and it detached from the device. The supera stent was successfully deployed; the tip was snared from the stent struts without damage to the stent or to the vessel. There were no adverse patient sequela and no occurrence of a clinically significant delay. No additional information was provided.